Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus china. Olympus medical systems corp. (Omsc) reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from olympus china and similar past cases, omsc surmised that this phenomenon was attributed to the following. - lens cleaner, fiber waste from waste cloths and paper towels, or chemical residues had clogged inside the air/water nozzle. - the staff of at the user facility had not been trained sufficiently on the handling and reprocessing the subject device according to the instruction manual. If additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject device has not been returned to omsc for evaluation but was returned to olympus (B)(4). Olympus (B)(4) checked the subject device and found the reported phenomenon. The exact cause has been under investigation. Therefore, the exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair of the subject device at olympus (B)(4), it was found that the air/water nozzle was clogged with foreign material. The reprocessing method of the subject device at the user facility is unknown. The glue on objective lens had been damaged, therefore the subject device had been returned to olympus china for repair. There was no report of patient injury associated with this event.